Manufacturer narrative:
To date, limited information has been provided. Based on the information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Based on the information available, it is unclear when the mesh was explanted, (B)(6) 2016 or (B)(6) 2017. Adhesions are a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. Regarding bowel injury and obstruction, no conclusion can be made at this time as to the degree to which the mesh implant may have caused or contributed to the adverse patient outcome. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2003, the patient had a bard/davol composix kugel hernia patch, product code 0010208, lot number 41dndd03 (note: lot number not valid) implanted to repair an incisional hernia. It is alleged that on (B)(6) 2016 and (B)(6) 2017, the patient underwent surgeries to repair small bowl obstruction, excision, lysis of adhesions and drain placement. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch.

Manufacturer narrative:
To date, limited information has been provided. Based on the information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Based on the information available, it is unclear when the mesh was explanted, (B)(6) 2016 or (B)(6) 2017. Adhesions are a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. Regarding bowel injury and obstruction, no conclusion can be made at this time as to the degree to which the mesh implant may have caused or contributed to the adverse patient outcome. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product catalog no. And date of explant. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about few years post implant of mesh ¿ composix kugel, patient was diagnosed with bowel perforation, erosion, hernia recurrence, infection, cellulitis, adhesions, small bowel obstruction, fistula and broken plastic edges thereby underwent removal of mesh. Per operative notes, ¿kugel patch plug that eroded into the small bowel with broken plastic edges¿. The instructions-for-use supplied with the device lists hernia recurrence and fistula as possible complications. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It is alleged by the patients attorney that on (B)(6) 2003, the patient had a bard/davol composix kugel hernia patch, product code 0010208, lot number 41dndd03 (note: lot number not valid) implanted to repair an incisional hernia. It is alleged that on (B)(6) 2016 and (B)(6) 2017, the patient underwent surgeries to repair small bowl obstruction, excision, lysis of adhesions and drain placement. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch. Addendum per additional information provided: (B)(6) 2003 - patient was diagnosed with incarcerated recurrent incisional hernia thereby underwent open repair with implant of composix kugel. Per operative notes, ¿a large hernia sac protruding through the fascia of the midline abdominal wall. The sac was dissected from its attachments and subcutaneous fat. A composix kugel mesh was placed and tacked to the abdominal wall.¿ (B)(6) 2016 - patient was diagnosed with small bowel obstruction thereby underwent open repair. Per operative notes, ¿the small bowel was adherent to the mesh and this was freed up. The small bowel adherent to the left side of the mesh about the mid abdomen. It was lysed and removed.¿ (B)(6) 2017 - patient was diagnosed with recurrent incarcerated incisional hernia, infection, adhesions thereby underwent repair with partial removal of composix kugel mesh. Per operative notes, ¿purulent material draining from the umbilicus area and noted adhesions of small bowel and colon to this area which was dissected out. The hernia sac was cleaned out and irrigated. All infected mesh was removed.¿ (B)(6) 2018 - patient underwent recurrent hernia repair with implant of biological mesh. (Note, operative notes were not provided in medical records). (B)(6) 2019 - patient was diagnosed with abdominal wall abscess, cellulitis and necrosis thereby underwent repair. Per op note, ¿a wide excision around 7 x 7 cm area of necrotic skin, a large amount of malodorous exudate was drained. The remaining abscess cavity was completely evacuated. There was no evidence of any fistula formation, after excisional debridement and drainage of the abscess, the wound was packed.¿ (B)(6) 2019 - patient was diagnosed with enterocutaneous fistula, infected synthetic mesh thereby underwent repair with removal of composix kugel mesh. Per op notes, ¿kugel patch plug that eroded into the small bowel with broken plastic edges. There were multiple other different types of synthetic mesh, including composite mesh and possibly some marlex mesh. Adhesions were lysed and dissected the infected synthetic mesh and the portion of the mid small bowel that was incorporated in the enterocutaneous fistula. Removed all sac materials from the subcutaneous tissues and excised all the other remaining synthetic mesh retained suture material and tacking coils from the abdominal wall.¿ attorney alleged that the patient had abscess, adhesions, infection, bowel removal, bowel obstruction, hernia recurrence, pain and emotional injuries. It was also alleged that the patient underwent mesh removal, excisional debridement, extensive irrigation and packing.